Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a patient that stated the fluid overflowed during priming. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The problem was confirmed and the cause was use error. The root cause was the patient connector was lower than the heater bag.